Event description:
It was reported that there was under infusion/low accuracy. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint of under infusion/low accuracy. The complaint was verified by visual and functional inspection. The cause of the device issue was a bad expulsor, replaced the expulsor to correct the reported problem. Device passed all functional tests after repair.